Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 20 cm distal to the is-1 connector pin. Both segments were received for analysis. The analysis revealed a rubbed through insulation at about 16 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was found damaged in this area. These findings can be considered as the root cause for the clinical observation, as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The conductor fracture in the distal area of the lead occurred most likely during the explantation procedure due to excessive tensile forces. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 59 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis. X-rays performed during the extraction procedure reportedly demonstrated no abnormalities. Apart from the shocks, no further adverse patient side effects have been reported.